Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, b7, d6a, d6b, g2, h6.

Event description:
Patient representative later reported recall, intense pain, discomfort, " suffered fluid retention", affected sleep for days, deformity of scar, moral distress, "changes in the physical appearance of the skin", "accommodation folds" and "cysts". Device has been explanted.

Event description:
Patient reported right side rupture and "issues". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.